Event description:
It was reported the pt is scheduled for an ipg replacement procedure for possible end of life. Surgical intervention will be taken at a later date to address this issue. F/u info identified the pts surgery was canceled due to a high white blood count.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.